Event description:
The complaint alleged that while attempting to pace a pt, the device failed to capture the pt's heart rhythm. Refer to medwatch report which documents the first device used in this incident which also falied to capture the pt's heart rhythm. The complainant indicated that they were able to obtain a third device to successfully treat the pt. The complaint indicated that there was no adverse effect to the pt as a result of the reported malfunction.